Event description:
The patient contacted animas on (B)(6) 2013 reporting that the cartridge was inserted into the pump with 200 units in it, after the load step and 12.7 unit prime, the pump indicated 104 units in the cartridge. The patient reportedly removed the cartridge and there were approximately 100 units in the cartridge. This report is made based on the indication that the pump may have dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history revealed no warnings recorded for ¿pump not primed¿ or ¿no cartridge detected¿. On investigation, a rewind, load and prime sequence was successfully performed without alarm. The force sensor was found to be within specification when tested. The pump was opened for investigation and did not reveal any evidence of damage to the interior pump components.